Manufacturer narrative:
The report received from our affiliate indicated that during the pta (contralateral approach), the balloon ruptured at 6 atmospheres. The target lesion was the left superficial femoral artery. The vessel had moderate calcification and was slightly tortuous with 70% stenosis. There was no patient injury. Additional information will be sent within 30 days upon receipt. Please note that this device pta amiia (B)(4) (lot #r0604158), 80cm is distributed outside the united states; however, it is similar to the united states product aviator peripheral dilatation catheter 4224030s.

Event description:
Balloon rupture.